Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was broken was confirmed. An assessment was performed on the device which found that the device failed temperature assessment, overheating to 120 degrees. It was determined that the bearings are worn out/damaged. Corrosion was also found. It was further determined that the failure was caused by worn out/damaged bearings. The assignable root cause was determined to be component damage due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device was broken. During in-house engineering evaluation it was found that the device failed temperature assessment. It was also noted that the bearings were worn out and damaged. It was not reported if this event occurred during a surgical procedure. It was not reported if there was a delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.